Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. A tight, concentric denovo lesion was identified in an artery distal below the knee. The target vessel was non-tortuous with mild calcification and had a reference diameter that was 3.0mm. The target lesion length was 10mm and was 80% stenosed. The peripheral cutting balloon was used to dilate the lesion. Post-procedure stenosis was 0%.the target vessel was found to be patent at follow up assessments performed in (B) (6) 2006 and (B) (6) 2007. The patient did not experience any adverse events since the procedure and there was no intervention on any vessel. There was cicatization noted in comments for both visits. The patient had a follow up assessment in (B) (6) 2007. The target lesion is reported as non-patent. The patient experienced an adverse event that was described as stade IV. No intervention was performed. No additional follow up information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.